Event description:
Customer experienced intermittent discrepant calcium results during a period of six days. During long patient runs (approximately 300 samples per run), calcium results would drift downward and would not compare well with the patient's previous results. Approximately 50-75 patient samples were affected. Customer provided results for nine patient samples, results for six patients were discrepant: patient 1, initial calcium result 8.7, repeat 9.6 mg/dl. Patient 2, tested (B)(6) 2010, initial calcium result 10.7, repeat 9.8 mg/dl. Patient 3, tested (B)(6) 2010, initial calcium result 7.9, repeat 10.1 mg/dl. Patient 4, tested (B)(6) 2010, initial calcium result 8.2, repeat 9.1 mg/dl. Patient 5, tested (B)(6) 2010, initial calcium result 8.0, repeat 8.8 mg/dl. Patient 6, tested (B)(6) 2010, initial calcium result 8.2, repeat 9.0 mg/dl. Initial results were not reported. Sample type was serum which arrived to the account already centrifuged. Calcium reagent lots involved in issue were 61354901 and 61550801. Customer decontaminated calcium reagent lines and used fresh calibrator and qc to recalibrate system. Calibration and qc were acceptable, according to customer, instrument is running fine.